Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Therefore, an echocardiogram was performed due to patient discomfort, and it was found that there was a heart wall lead perforation. As a result, a pericardial effusion occurred. This rv lead was explanted and replaced, and a pericardiocentesis was also performed. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.